Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the reported malfunction could not be duplicated. All lights worked properly on the control panel. Therefore, the original complaint issue was not confirmed. However, during testing the manifold would not pass pulse sensitivity.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the unit has a broken display.